Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user had been locked out due to multiple failed attempts at signing in using her bio-ID. A technical support specialist instructed the user to proceed on doing a user reset and done. Informed the user to proceed on logging in to pes/gui first before going to the station directly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where one user was unable to log in to all stations and received an error message stating, 'unable to authenticate.' The customer stated this malfunction occurred when the user was trying to issue medication to a patient. This incident resulted in a delay in patient care, but it was confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.